Event description:
It was reported by the customer that the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. No additional information was provided by the user facility.